Event description:
Customer reported she was hospitalized due high blood glucose of 675 mg/dl. Customer stated she attempted to treat with the device and a manual pen which failed. Customer stated she tried to treat with a pen and the pen had jammed up, it had been stored in her purse for a year and not expired. Customer stated the high was caused by a bent cannula. Customer stated her symptoms were head hurt, eyes burn, head pressure, and headaches. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.